Manufacturer narrative:
No returns from the customer site are available for this evaluation. An abbott field service representative (fsr) visited the customer site to inspect the analyzer. The fsr concluded that the issue was due to a power surge in the customer's laboratory as a check of the power outlet into which the analyzer was plugged had a faulty ground and that the smoke seen by the customer came from the power cord, which was damaged due to the power surge. The fsr replaced the power cord and used another outlet to plug in the analyzer. Subsequent instrument operation was acceptable. The faulty outlet was reported to the customer's electrical technicians for repair. No other issues were noted. The cell-dyn ruby system operator manual contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information from the customer site and from the results of this evaluation, a product deficiency was not identified. (B)(4).

Event description:
The customer reports hearing a noise coming from the back of the cell-dyn ruby analyzer in their lab. When the customer walked around to the back of the analyzer, they saw smoke coming from the area of the power supply. The customer powered off the analyzer and a service call was initiated. There were no injuries reported and no damage to the surrounding lab environment. There was no impact to patient management reported.